Manufacturer narrative:
The manufacturer did not receive devices for review but it was mentioned that it will be returned. X-ray pictures and a surgical report were received and will be reviewed within the investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e alloclassic shell) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a fitmore shell (exact catalogue number unknown) on (B)(6) 2004 on the right side and as revised on (B)(6) 2016 due to cup loosening and delamination of the coating of the cup.

Manufacturer narrative:
Please invalidate the case at hand (B)(4) from your system as it was discovered that it is a duplicate of case (B)(4). An updated follow-up report for (B)(4) will be sent as soon as the product investigation will be available. Zimmer (B)(4) will invalidate this case from the system. (B)(4).

Event description:
The product was returned for investigation and the reference and lot numbers of the product were now made available. With this information, it was discovered that the case at hand is a duplicate of the existing case (B)(4) (MFR report number 0009613350-2016-01409-1). All information will be transferred in case (B)(4) and an updated follow-up report will be sent as soon as the product investigation will be available. Please invalidate the case at hand (B)(4) from your system as it is a duplicate.